Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure for benign prostatic hyperplasia, the fiber could not be used as many times as specified in labeling. Some black spots appeared, and the fiber bent. The procedure was completed using another fiber. Product analysis confirmed the fiber was broken in two pieces. There were no patient complications. This complaint is for the seventh fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber was broken in two pieces, in addition to a fiber body bend. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the melting that was observed were the break occurred, leading to the reported event. The reported fiber bent/kink is confirmed, however the complaints for black spots was not confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber was broken in two pieces, in addition to a fiber body bend. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the melting that was observed were the break occurred, leading to the reported event. The reported fiber bent/kink is confirmed, however the complaints for black spots was not confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure for benign prostatic hyperplasia, the fiber could not be used as many times as specified in labeling. Some black spots appeared, and the fiber bent. The procedure was completed using another fiber. Product analysis confirmed the fiber was broken in two pieces. There were no patient complications. This complaint is for the seventh fiber.